Event description:
Pt reported obtaining back-to-back blood glucose results of 421 mg/dl and 151 mg/dl, while using the suspect device. Pt indicated that no action was taken based on these values. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.